Event description:
Patient (B)(6) had implant (rflt rapid ra3585c reflect rapid fixture ø3.5mm x 8.5l) on (B)(6) 2022 but experience a loss of integration and had the implant removed on (B)(6) 2022. A replacement implant was sent to dr. (B)(6).